Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., d.10., g.1., h.3., h.4., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side "rupture" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, yellow particles, wear abrasion. Cloudy gel and bubbles were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "rupture" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.